Event description:
The information received from the affiliate states that this male patient (age unknown) was presented to the interventional lab for a stenting procedure of the superficial femoral artery (sfa)(side unknown). There was no calcification or vessel tortuosity noted in the vessel, but there was a 100% stenosis. The physician had no difficulty accessing the lesion with a guidewire. The lesion was pre-dilated with a 5mm x 40mm submarine balloon catheter and a 6mm x 60 mm wallstent was deployed at the lesion. When the physician went to post-dilate the stent with a slalom balloon, it ruptured at 8 atmospheres. The balloon was safely removed and the procedure was successfully completed with another balloon. There was no reported injury to the patient.

Manufacturer narrative:
During post dilation of a previously implanted wall stent in the superficial femoral artery the balloon was reported to have ruptured. There was no calcification or vessel tortuosity noted in the vessel, however there was a 100% stenosis. There was no reported injury to the patient. With the information available it is not possible to determine the relationship between the device and the event. However, vessel characteristic may have had an impact. The actual balloon catheter was returned for analysis. Review of the manufacturing route sheets revealed no anomalies that can be associated with the reported complaint. Inflation of the returned catheter revealed a balloon leakage at the position of the distal markerband. Examination of the innerbody and distal markerband revealed no anomalies. Analysis performed on the outer surface of the balloon material revealed evidence of surface abrasions that might have caused the balloon leakage. It appears that these abrasions were caused somewhere during the procedure.